Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.